Event description:
Customer reports: the dobbhoff was obstructed, and while attempting clearance, it broke into the purple connector.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis was not possible as there was no photographs or samples provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue or related it to a manufacturing process. All associated lot documentation was carefully reviewed; no issues or discrepancies were found related to the reported complaint. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing facility will continue to monitor the process, customer complaints and feedback notifications for any adverse trends that require immediate attention. In the case of a repeated issue and/or recurrence, a new investigation for the specific events would be carried out for each case.